Manufacturer narrative:
A supplemental report will be submitted once investigation occurs.

Event description:
The customer reported with red spots after using the mask. Medical practioner advised to stop using the mask and prescribed treatment.